Event description:
It was reported that an unknown event was reported related to a versajet console. No patient harm or injury reported. During functional inspection it was found that the handpiece was not locking up into the console.